Event description:
It was reported that the procedure was to treat a de novo, concentric, chronic total occlusion in the mid right coronary artery with moderate calcification, heavy tortuosity, and 100% stenosis. The vessel diameter was 3.0 mm and the lesion length was 55 mm. A non-abbott guide wire and a non-abbott microcatheter were advanced and two non-abbott stents were deployed. An intravascular ultrasound (ivus) catheter was advanced but failed to cross through the non-abbott stents. The non-abbott guide wire was withdrawn and replaced with a wiggle guide wire; however, the wiggle guide wire was advanced and got stuck with the non-abbott microcatheter. The wiggle guide wire was unable to be withdrawn by itself, so the wiggle guide wire and non-abbott microcatheter were removed as a single unit from the patient anatomy. The procedure was continued using a non-abbott guide wire and a non-abbott guiding catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: hyperion spb 3.5 8fr. Stent: promus premier 3.0x28 (x2). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.